Manufacturer narrative:
The cadiere forceps instrument has been returned the failure analysis testing has been completed. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument underwent internal and external inspection, and no issues were detected. A manual articulation test was conducted to verify that no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional with no product issue identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument tip was noted to be loose and broken. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was not any damage or anything out of the ordinary.